Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was unable to deliver a bolus on the insulin pump. Customer stated that her blood glucose level was 474 mg/dl. Customer did not contact her health care professional for her high blood glucose levels. Customer was feeling ok and has treated with a manual syringe. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. Customer stated that the cannula was bent and was advised to change the entire set, reservoir, and insulin. Customer was advised to monitor the pump and that the check settings alarm will always occur after exiting the training mode. No additional information provided.